Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. Then, the magnetic sensor functionality was tested on carto and the device was recognized and cannot be visualized. The device failed electrical test, no reading in electrodes. Further examination revealed that the electrical wires were broken near the solder joint. It was determined that the issue observed in the hemostatic valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001346 number, and no internal action related to the complaint was found during the review. The customer complaint has been confirmed. The root cause of electrical wires broken cannot be determined. The root cause of hemostatic valve dislodged appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the hemostatic valve was found dislodged within the hub. During the procedure, the dilator would not advance through the vizigo valve. The sheath was replaced and the issue resolved. The obstructed sheath is not MDR-reportable. The hemostatic valve dislodgement is an MDR-reportable issue.